Event description:
A customer reported that their t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. They attempted various troubleshooting steps, including using different adapters and cables, but none resolved the issue. There was no reported adverse impact. Customer reverted to an alternate method of insulin delivery.